Event description:
It was reported that 10 bd discardit¿ ii - 2-piece syringes experienced air within the device during blood draw. The following information was provided by the initial reporter: syringe has a defect near the plunger and allows air to enter the syringe. Allows air to enter the syringe, thus making it impossible to collect the full capacity of the syringe. The problem occurred at the time of blood collection. In these cases, it was not possible to collect the amount of blood needed for the analysis and they had to collect more blood, in a second collection.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2112252. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this issue, twenty retained samples were obtained for further evaluation. However, the retained samples did not show any sign of defect. Per the provided feedback, it has been concluded that the reported incident most likely resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that 10 bd discardit¿ ii - 2-piece syringes experienced air within the device during blood draw. The following information was provided by the initial reporter: syringe has a defect near the plunger and allows air to enter the syringe. Allows air to enter the syringe, thus making it impossible to collect the full capacity of the syringe. The problem occurred at the time of blood collection. In these cases, it was not possible to collect the amount of blood needed for the analysis and they had to collect more blood, in a second collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.